Event description:
It was reported that a patient underwent an unknown procedure in 2022 and suture was used. During the procedure, the suture broke. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). Component code: (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What tissue was being approximated or sutured when it broke? What was used to complete the procedure? Lot number? Procedure name and date? Event date? Device return status/follow up?

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/13/2022. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but was unavailable: "reply from affiliate: what tissue was being approximated or sutured when it broke? Unknown. What was used to complete the procedure? Unknown. Lot number? Unknown. Procedure name and date? Cvs. Date: unknown. Event date? Unknown. Device return status/follow up? No, discarded."